Manufacturer narrative:
Upon completion of the investigation it was found that the cot could be loaded and unloaded manually. The service technician also confirmed that the customer is aware of how to properly unload and load the cot manually.

Event description:
It was reported by repair work order that the arms will not go down on the power load system, which could prevent loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the arms will not go down on the power load system, which could prevent loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.